Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, the right ventricular (rv) lead detached from the connector pin while the connector pin was still connected to the device header. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable. Further information was requested but not received.